Event description:
Patient's left knee was revised due to medial tibial fracture. All components were removed to convert a cr knee to a ts knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.